Manufacturer narrative:
(B)(4). Approximate age of device - 4.5 months. The device remains in use supporting the patient. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a staphylococcus aureus bacterial infection localized around the driveline. The patient was hospitalized and treated with unspecified medications. On (B)(6) 2015, surgical drainage of an infected hematoma around the lvad and irrigation of the wound with antibiotic solution was performed. On (B)(6) 2015, the patient underwent surgical driveline exploration and wound washout followed by placement of a wound vac. The patient was afebrile and remains ongoing on vad support. No further information was provided.